Event description:
It was reported the bd¿ ultrasafe plus x100l pr white ccl the plunger on the syringe was broken and missing entirely. The pharmacist reported that they had received a box of fulphila from the wholesaler. When the pharmacist opened the box the plunger on the syringe was broken and missing entirely. Upon further probing the pharmacist stated that they noticed this issue with a single pen. The pharmacist confirmed that they purchased the product for the infusion centre, and they had not dispensed it to the patient. She further stated that it was an issue from the manufacturer¿s end. The pharmacist provided the ndc number as 83257-005-41 and requested replacement for the defective pen. There is no further information regarding the event at the time of this report.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition.

Event description:
It was reported the bd¿ ultrasafe plus x100l pr white ccl the plunger on the syringe was broken and missing entirely. The pharmacist reported that they had received a box of fulphila from the wholesaler. When the pharmacist opened the box the plunger on the syringe was broken and missing entirely. Upon further probing the pharmacist stated that they noticed this issue with a single pen. The pharmacist confirmed that they purchased the product for the infusion centre, and they had not dispensed it to the patient. She further stated that it was an issue from the manufacturer¿s end. The pharmacist provided the ndc number as 83257-005-41and requested replacement for the defective pen. There is no further information regarding the event at the time of this report.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.